Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse inserted the stent, the stent was kink. So, he used another spsof. 1. What was the target location for the stent? P-duct. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stent storage cabinet (shaded area). 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 0.025¿ 450cm. 4. Was the wire guide lubricated prior to use? Yes. 5. Was the wire guide inspected for damage prior to use? No. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? No. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 9. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. 10. If not with device in question, how was the procedure completed. Please confirm if same wire-guide and endoscope was used with replacement device. He used another spsof and same g/w. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-260v 4.2mm. 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 13. Was resistance encountered when advancing the wire guide to the target location? N/a problem with stent installation. 14. Was resistance encountered when advancing the introduction system in place to the target location? N/a problem with stent installation. 15. How did the physician determine the length of the stent to be used for the procedure? Decide by looking at the fluoro screen. 16. Where was the stricture located in the duct? P-duct but this problem with stent installation. 17. Was the stricture dilated prior to placing the device? * (if so, please indicate what device(s) were used.) No. 18. Was resistance encountered when advancing the stent through the obstructed area? N/a. 19. After placement, was stent position verified? N/a. 20. Please estimate the amount of time the stent was in place prior to this occurrence. N/a 21. Did any section of the device detach inside the endoscope or patient? No. ¿ please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. ¿ was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 22. Were any modifications made to the complaint device or accessories used with the device in this procedure? No.

Manufacturer narrative:
Device evaluation: the device evaluation of the spsof-5-3 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. It is known from the available information that another spsof-5-3 was used to complete the procedure and the 0.025 inch wire guide was also used with the replacement device. As per the management of complaints procedure ((B)(4)), where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event of using the 0.025" wire guide with the replacement device has been documented in the pms tracker and will be reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller size of the wire guide may have contributed to the development of kinks. Additional information confirmed that there was user error of the wire guide and device not being inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Product manager is notified for retraining the facility. Corrective action/correction: CAPA-00022 (pr-387756) has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined. The device was used with 0.025-inch wire guide. A CAPA-00022 (pr-387756) has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to completion of the investigation on 07-aug-2025.